Event description:
Source stated that he was attempting to move the radius out with motion control, and after selecting enter the detector came crashing down. Source and the pt both stated that there seems to be no apparent injury after the incident. Phone call by clinical specialist on 7/14 confirmed no injury to the pt.